Event description:
Customer's mother reported that the insulin pump returned a recurring error alarm. During troubleshooting, the history showed that two additional error alarms had occurred. Blood glucose level was 134 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a47 alarm on the history screen due to corrupted history file. The insulin pump passed self test and a21 error alarm test. No a21 error and no a73 alarms. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.